Manufacturer narrative:
Device manufactured between august 6, 2018 to august 7, 2018. The device was received for evaluation with fluid in the bladder. Visual inspection observed no evidence of flow at the distal luer when the luer cap was removed. No signs of drug precipitate were found that could have caused the flow problem. When the tubing line was cut in order to drain the drug fluid, fluid was observed coming out of the cut tubing. Blockage was identified from excess solvent located at the solvent-bonded junction of the tubing and distal luer lock. The reported condition was verified. The cause of the blockage was due to assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the event occurred during an unspecified date of (B)(6) 2019. The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate would not flow during filling. The device was filled with meropenem. There was no patient involvement. No additional information is available.